Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior flail. One mitraclip was implanted and the device functioned as intended and there were no adverse patient effects. The mr was reduced to grade 1. On (B)(6) 2023, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. Per the physician, the slda was caused by pre-existing anatomy. The mr was recurrent at grade 4. On (B)(6) 2023, an additional mitraclip was implanted successfully to stabilize the slda. There was no device malfunction or adverse patient effect during 2nd clip intervention. No additional information was provided.